Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having difficulty charging her device. The patient met with a company representative on (B)(6) 2014 and charged their device. This had been going on for a year. The patient specifically had difficulty charging up to 50%. Impedances were in the 974 to 1147 ohm range. The patient had not used stimulation due to the difficulty recharging. The clinician programmer showed that the typical charging duration was .1, which was the first 5-6 minutes of the sessions. Bol was calculated to be 41 days and eol was calculated to be 19 days. The typical coupling was 5. The stimulator voltage was at 3.67v. The patient was advised to use a new recharger with the statistic features and to charge for a week. The data could then be pulled for further assessment. It was further reported that the patient had to reschedule. The patient had been charging ¿a little bit.¿ additional information was received from the patient on 2019-may-28. The stimulator was not effective. The first year it helped but then after that it didn¿t. In 2011 they stopped using their stimulator and turned it off and didn¿t charge it. The patient mentioned having a hard time charging the implant. The stimulator was in there sideways and it was at their bra line and was hard to twist their arm behind them. The patient had pain in 2011 after turning their stimulator off. The patient got a pump implanted. No further complications were reported/are anticipated.